Event description:
During the procedure (sigmoid colon resection), upon stapling, to remove colon, the stapler did not fire. Bleeding occurred and resulted in an extension of the surgery. A type and cross match was ordered, but did not require blood to be given.